Event description:
It was reported that a large volume infusor was expected to infuse for 96 hours, but stopped delivering medication after approximately three days. The device was removed from the patient, but would not flow. The device was filled with 192 ml of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 19, 2014 to may 20, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was unable to verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.